Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller green light was on but when they pressed the up and down arrows nothing happened. They said that the controller screen was already blank and they felt a buzz but that was it. The agent had the patient reset the controller and then unlock the controller. They saw the main therapy home screen and they were able to increase and decrease the stimulation. They said that they hadn't had the ins on for a couple days so it felt like they were being electrocuted. They said that the ins had been on the same settings since they got the device. They confirmed that everything was working. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.